Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The compressor power controller printed circuit board (pcb) and the compressor power distribution pcb were returned to medtronic¿s product analysis laboratory. Visual inspection of the returned compressor power controller pcb was conducted and no anomalies were found. An investigation was performed and the reported issue was not duplicated. The component had been replaced as a precaution. Visual inspection of the returned compressor power distribution pcb was conducted and no anomalies were found. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was isolated to a faulty capacitor.

Event description:
It was reported that the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor power distribution printed circuit board (pcb) and the compressor power controller pcb. The se performed calibrations and extended self-testing on the device and all tests passed.